Event description:
The patient reported the menu button on her insulin infusion device is not responding which has prevented her from cancelling a temporary basal rate. She stated she set a temporary basal rate increase last night before bed because she had surgery yesterday. She said, she had to get an epidural for pain which has caused her blood glucose readings to be elevated. The patient stated her current blood glucose readings to be elevated. The patient stated, her current blood glucose readings are 210 mg/dl. She sates, she feels moody, angry and tired. The patient was advised to switch to her backup infusion device. The patent did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.